Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter was found to be leaking at the exit site. There was no patient injury.

Manufacturer narrative:
Evaluation summary because no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. Two photos were provided by the customer. Visual evaluation of the photo was performed and did not show the reported condition. The reported condition was not confirmed. Based on visual evaluation of the photos, the most possible root cause could be related to a customer use. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.